Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. The device was not exposed to moisture. Blood glucose value was 155 mg/dl. The insulin pump was out of warranty and was not replaced.